Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate was inaccurate and remained static for an extended period of time. The customer's blood glucose level was 200 mg/dl. The customer declined to troubleshoot the issue with tandem technical support.